Event description:
Additional information received reported that there were notes indicating there were no problems with implant and the patient did well. The patient was seen early february and it was noted the post-operative check was unremarkable. The manufacturer representative (rep) was aware of the complaint of excessive fluid after implant, and noted it was not a problem. The healthcare provider (hcp) put a drain in the incision for every patient post implant. If there was more than 1cc of drainage they kept them overnight. The patient did fine and was discharged the following day and healed just fine.

Event description:
It was reported that the patient had been kept in the hospital after implant as there was excessive drainage from the implant site. Additional information was requested regarding interventions and outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).